Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch report received noted that the right ventricular lead displayed noise. Lead integrity issue was suspected. No intervention was reported and patient status was not provided.